Manufacturer narrative:
Product ID (B)(4), lot# v077196, serial#, implanted: (B)(6) 2008, explanted:, product type: lead product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted:, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's implant came through patient's skin and on (B)(6) 2007, the implant was moved the other side. Patient indicated since the implant was moved there were no other issues as long as it was set correctly. A follow-up report will be sent if additional information becomes available.